Manufacturer narrative:
Onsite investigation was conducted by a technical field specialist (tfs). The tfs was unable to reproduce the customer reported issue. However, the error linked to the vision loss was verified in the log files had occurred many times in the days prior to the event. The tfs verified all the video connections and the vision system were working to specification. The console to the vision system cable was suspected of having an intermittent issue and was replaced. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, the customer reported vision loss on the left eye with no errors or alarm generated. The vision was not able to be recovered immediately and the surgeon made the decision to complete the procedure using traditional open surgical techniques. No patient harm, adverse outcome or injury was reported. On 04/22/2016, intuitive surgical inc. (Isi) contacted the initial reporter to obtain clarification regarding the reported event. Isi clinical support was present during the procedure and immediately contacted the technical field specialist (tfs) for assistance. The incident occurred during a crucial part of the surgery and the surgeon did not want to wait for the issue to be resolved. The customer was advised to replace the vision cable to resolve but did not have a backup cable. The customer reported that the issue occurred intermittently the prior few days but did not report it as the loss of vision was either resolved on its own or the user managed to recover the issue.